Event description:
It was reported to philips that the flexvision pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the reported malfunction. After reviewing log file, it is found that the flex viewing-pc is malfunctioning, and the issue is attributed to the faulty grabber cards. Upon troubleshooting, fse found the system signals frame grabber faulty. The frame grabber captures the video from the azurion system. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the issue, on another work order philips has initiated a medical device correction (z-1144-2024). After implanting correction, the system was returned to use in good working order. The codes were updated based on the investigation outcome.